Event description:
It was reported that the rv lead impedance was greater than upper limit and there was high threshold. The device and competitors lead were replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of impedance anomaly and increase in threshold could not be confirmed in the laboratory. The device was tested on the bench and out automated testing equipment. The device functionality met all testing specifications and no anomalies were found. The cause of the anomalies could not be determined.